Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the blower mister with IV set tubing had a leak. A replacement device was used to complete the procedure. The hospital did not report any patient effects. It is not known if the product is returning.

Manufacturer narrative:
(B)(4). The reported lot number could not be validated therefore a ship history was conducted. A lot history record review was completed for lots 96255530, 96255533 and 96255536 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use were observed. No blood was observed on or in the device. The entire device was checked for breaks, with special focus on the tubing; no nonconformance was observed to the device. To test for the reported leak, using a syringe plain water was passed through the device from the ends of the braided tubing and the IV spike. No leaks were identified and no water was observed to the outside of the device. The water was expelled from the device and submerged in water. Air was passed through the device using a syringe at the braided tubing and the IV spike ends. Bubbles were seen escaping the device at the atraumatic tip as expected. No other bubbles were observed leaving the device. We were unable to reproduce the reported failure during testing. Based on the returned condition of the device and the results of the investigation, the reported complaint was not confirmed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the blower mister with IV set tubing had a leak. A replacement device was used to complete the procedure. The hospital did not report any patient effects. It is not known if the product is returning.